Manufacturer narrative:
The subject device was returned to olympus (B)(4)for eval. The evaluation confirmed that the ptfe pad was severely worn and there were some scratches of the probe surface. The mfg history was reviewed, with no irregularities noted. Based on the eval and the past cases with the same model, it is unk that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears. Also, the scratches of the probe surface could occur in contact with hard objects such as clips or forceps during activating output. The instruction manual of sonosurg scissors prohibits the usage as mentioned in the above, and described how to deal with when an irregularity is found.

Event description:
Olympus was reported that the ptfe pad was worn out so fast. The subject device was used 29 times. There was no pt harm reported.